Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and determined the root cause of the reported issues to be the reed switch, sw5. The customer's device was archived by stryker.

Event description:
During evaluation of the customer's device, stryker observed that the device would not turn on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
During evaluation of the customer's device, stryker observed that the device would not turn on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.